Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported seeing 'settings not available. Cannot provide your desired intensity settings displayed on their controller. Patient stated that they met with their manufacturer representative (rep), in person last friday (B)(6) 2023 and the rep reprogrammed around where there was an impedance of the wires. The patient stated that they are going to meet with a neurosurgeon on (B)(6) because they don't know if there is a problem with the battery. Patient stated the message appeared again today and they texted their rep who told them to reset the controller, but that didn't resolve the issue. Patient stated the rep told them to call patient services for a replacement controller. Agent walked the patient through in switching groups. Patient stated that all groups had the same message displaying 'settings not available. Cannot provide your desired intensity settings.' Patient did comment that they had therapy groups c on 5.6 and when they switched to therapy group a which is on 4.5, they could feel it on their legs. Patient noted group b was on 3. Agent reviewed the information and explained that this message was not related to their external equipment and replacement would not resolve the issue. The patient was redirected to hcp and rep to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient felt their therapy was acting different after a fall. Reprogramming was complete, and they had a meeting with their surgeon to discuss further actions. No further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.